Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose, and she was treated with an insulin drip. Troubleshooting was declined as customer still is in the hospital and does not have the insulin pump settings to check. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.